Manufacturer narrative:
Information contained in this record was previously submitted through psr on 01/22/2019 and on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight was to the specification, an opening on the anterior, and brown particles. A visual and microscopic analysis was performed which identified an opening striated and crease flat. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.